Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation the right atrial lead exhibited noise, and low impedance. During lead revision, insulation anomaly was noted. The lead was capped and replaced. The patient was in stable condition.